Event description:
The device was returned due to the device having a broken cassette. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the dso sensor was defective. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The dso seal and sensor were replaced to fix the issue.